Event description:
Complainant originally reported that the markers were not properly aligned; however, upon evaluation of the returned product, it was determined that the marker band on the catheter had shifted.